Event description:
A hair was found in the procedure pack on (B)(6) 2024. The procedure was a neurospine case. The hair was discovered in the or. The incident contaminated the surgical field resulting in reported procedure delay. The complaint site was asked additional impact questions on (B)(6) 2024, (B)(6) 2024. The complaint site has not responded to these inquiries to-date.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. Acs tampa conducted a review of the assembly records associated with the discrepant pack and did not observe any cited events throughout the build. As the issue concerned foreign matter, acs operations also reviewed its current environmental/gowning procedure to ensure the production team is continuing to exercise proper gowning techniques and raising awareness if foreign matter is found during production. Due to the limited details provided in the complaint, acs cannot determine the origin/root cause of the hair presence in the pack. Manufacturing was completed in accordance with stated procedures. Housekeeping records reflect proper environmental controls to include compliance with the standard gowning procedure. A root cause was not determined. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury. H3 other text: device not returned.